Manufacturer narrative:
Samples and photos were available for evaluation. Visual examination of the samples and photos show a hair strain located on the applicator, verifying the reported issue. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported a loose hair was found inside the package. Loose hair found on teal 26ml chloraprep stick. Scrub tech opened applicator package and immediately noticed a long, black hair on the stick.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported a loose hair was found inside the package. Loose hair found on teal 26ml chloraprep stick. Scrub tech opened applicator package and immediately noticed a long, black hair on the stick.